Event description:
Pt using gemini pc-4 pump. Pump indicated bad battery on the screen. Noted that the pump was plugged in ac outlet, green indicator light was illuminated. Rn attempted to change pump while transferring lines to a new pump the original pump went dead, the screen went blank and the green indicator light went out. Pt's blood pressure dropped and he then coded. Pt required compressions and code drugs. Team was able to return pt to critical status.